Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with a low speed advisories. The ventricular assist device (vad) coordinator cleared the alarm after sending log files. Log file analysis captured driveline fault alarms throughout the event history. Log file analysis also showed 14 low speed advisories between (B)(6) 2022 and (B)(6) 2022. Speed drops were as low as 4380 rpm. This type of behavior had been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad was connected to the mobile power unit (mpu). Tech services recommended to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. In order to identify a possible location of where the compromise in the lead is, x-rays would be needed. The patient had x-rays performed on (B)(6) 2022 as outpatient. The patient was sent home with power module (pm) and was put on an orange ungrounded cable.

Event description:
Additional log files were provided due to concern for wire damage and a pump stop. Constant driveline faults were seen throughout the log file however no pump stops were noted. Based on the wire impedance values seen in the log, it appeared that the monitored wire in phase one (green) might be broken. The other five wires were within normal range. As of on (B)(6) 2022, the patient was deciding if they wanted a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed advisory and driveline fault alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained data from on (B)(6) 2022, per the timestamps. Manually silenced driveline fault alarms were captured throughout the majority of the files. Multiple low speed operation events were captured between 09aug2022 and 12aug2022. These events were all associated with low speed advisory alarms and occurred while the patient was operating on the mobile power unit. The pump operated at or above the low speed limit for the remaining duration of the files. Based on previous complaint experience, the type of behavior captured within the log files could be indicative of a potential driveline issue. Multiple attempts were made to obtain additional information from the customer regarding the event and the plan of care; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. Section 6 of the IFU, "patient care and management", under ¿pump performance monitoring¿, covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed advisory and driveline fault alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6), and driveline, serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.